Manufacturer narrative:
The guide wire was returned to csi on 08 november 2016. The failure analysis is in process and a supplemental MDR will be submitted with the results. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the anterior tibial (at) artery and was very calcified. Multiple guide wires and guide catheters were used to cross the lesion. Eventually the physician was able to get the csi guide wire across the lesion, but the tip was advanced into an arterial side branch. The physician wanted to reposition the guide wire and a quickcross guide catheter was advanced over the csi guide wire. As the wire was being pulled back, the physician noted that the tip had broke off. The guide wire was removed from the patient and the physician completed the intervention via balloon angioplasty only. The tip of the csi guide wire was left in an arterial side branch. The patient status remained stable throughout the procedure.

Manufacturer narrative:
Device analysis: the guide wire was returned without the original oad. The initial visual and tactile examination of the guide wire revealed that the spring tip coils were damaged and deformed. As the spring tip coils were stretched, an accurate guide wire measurement could not be obtained. Additionally, the spring tip coil and core wire were fractured, and an unknown length of the distal tip was not returned for analysis. Further examination revealed that the proximal solder bond remained intact. Biological material was observed adhered to the fractured coil section. Examination in the area of the biological material did not reveal any damage that would have contributed to the accumulation. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis revealed a torsional stress fracture on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be determined. Csi ID# (B)(4).